Manufacturer narrative:
(B)(4). (B)(6). The battery handpiece device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery handpiece device bearing was not functioning. It was noted that the needle bearing was blocked. It was also noted that the device failed pre-repair diagnostic tests for function of all modes, response of on/off trigger, and performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.